Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized prior to death. The cause of death was reported as sepsis. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4): the patient passed away on an unspecifed date in january 2014.as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. A trend review will be conducted.  If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). It was reported that the patient died in (B)(6) 2014 (previously reported by nurse as (B)(6) 2014). It was reported that the patient was not connected to the cycler at the time of death. Peritoneal dialysis therapy was ongoing until the time of death. A death certificate was not available. No additional information was available. Should additional relevant information become available, a supplemental report will be submitted.